Event description:
Same case as MFR#: 2134265-2010-01883. It was reported that during a coronary artery drug-eluting stenting treatment procedure, a stent got explanted. The total occluded target lesion was located in the mildly calcified and moderately tortuous mid right coronary artery (rca). A 6f jr4 non-bsc guide catheter engaged the vessel. A pt graphix guide wire crossed the lesion and a non-bsc balloon was inflated to open up the totally occluded lesion. After pre-dilatation there was slight residual stenosis. A 32x2.5mm taxus liberte stent delivery system (sds) was advanced to the mid rca and deployed at 22atms. The stent was fully apposed in the intended area and it did not migrate in the vessel. After the first stent was deployed, the physician noticed an additional lesion in the distal rca. A 2.75x20mm taxus liberte sds was advanced, but it would not cross the just-placed stent. The physician removed the sds and noted resistance in the guide catheter. When the device was examined outside the patient, it was noted that the first stent had been explanted. The explanted stent was damaged, elongated and stuck on the struts of the second stent. To complete the procedure a 2.75x38mm taxus liberte stent was deployed in the distal rca and a 3.0x28 taxus liberte was deployed in the mid rca. No dissections, thrombosis or patient complications occurred. The patient was discharged the following day.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).